Manufacturer narrative:
Description of event: as reported, during a peripheral procedure via groin access, an unspecified flexor raabe guiding sheath separated. According to the initial reporter, the procedure was completed, and the separation occurred during removal of the device. Upon attempting to remove the sheath, the nurse felt resistance and requested assistance from the physician. The physician manipulated the sheath by turning it and successfully removed the device; however, the device was noted to have separated, but not detached. Reportedly, the dilator was not reinserted prior to the removal of the sheath, and nothing was in the lumen of the device at the time of removal. The anatomy was not reported to be tortuous or calcified. The patient's outcome was reported as good. Investigation ¿ evaluation. Reviews of the drawings, instructions for use (IFU), manufacturer¿s instructions, quality control procedures, specifications, and a visual inspection as well as dimensional verification of the returned device were conducted during the investigation. The complainant returned a sheath with an unknown rpn to cook for investigation. The returned device was separated at the bond site. There was biomatter on the hub and in the sidearm. Coiling was noted exiting the point of separation. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Reviews of the manufacturer¿s instructions, drawings, specifications, and quality control procedures were conducted, and no gaps were discovered. Additionally, an IFU is provided with this device which includes the following warning "if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal." It goes on to note "reinsertion of the dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal or flexor sheath, consider carefully reinserting the dilator prior to continuing removal." Based on the information provided and the examination of the returned product, investigation has concluded that the failure of the physician to reinsert the dilator prior to removal of the device likely contributed to this incident. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Complaint device is believed to be a g11638, kcfw-6.0-38-55-rb-raabe but this information hasn't be confirmed. PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a peripheral procedure via groin access, an unspecified flexor raabe guiding sheath separated. According to the initial reporter, the procedure was completed and the separation occurred during removal of the device. Upon attempting to remove the sheath, the nurse felt resistance and requested assistance from the physician. The physician manipulated the sheath by turning it and successfully removed the device; however, the device was noted to have separated, but not detached. Reportedly, the dilator was not reinserted prior to the removal of the sheath, and nothing was in the lumen of the device at the time of removal. The anatomy was not reported to be tortuous or calcified. The patient's outcome was reported as good. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.